Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch was was intermittently unresponsive and that the usb port was damaged, subsequently causing difficulties in charging the pump. Reportedly, the inability to charge the pump resulted in customer going into diabetic ketoacidosis, however, this was unable to be confirmed and no further information was obtained as customer declined troubleshooting for issue with tandem technical support.